Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit was not working. There was a patient involved, but no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the customer¿s stated complaint. After reviewing the logs there were no major faults, alarms, or failures. Further testing found that the fiber optic tester would drop out when the fiber optic plug was bumped. The fse replaced the extension fiber optic connector assembly. The unit passed all functional and safety tests to manufacturer specifications.